Event description:
During a laparoscopic supracervical hysterectomy, the koh cup was left behind in the patient. The patient had to undergo an additional procedure to have the cup removed.

Manufacturer narrative:
According to the details of the complaint report, the koh cup was "attached" to the cervix. If the koh cup was "attached", e.g. By suturing, doing so would be considered an off label use. In keeping with good medical practice, the physician is responsible to ensure all non-implantable devices are removed from the patient.